Event description:
It was reported that there was oversensing in both atrial and ventricular leads when manipulated at pocket and there was a high sensing integrity count. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed with no anomalies found. Performance data collected from the device was analyzed and indicated oversensing. Multiple non-sustained tachyarrhythmia (nst) sensed events of less than 220ms between (B)(6)-2008 and (B)(6)-2009. Additional nst sensed events of less than 220ms on (B)(6)-2010, (B)(6)-2010, and (B)(6)-2010. (B)(4) outer insulation breached; full lead was returned and analyzed. Blood/body fluid on proximal conductor and in/on helix mechanism. Outer insulation breached cut.